Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 8298609 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observe no physical/mechanical damage to any of the components. Next, a water/air leak and fluid test were performed and no leakage was observed coming from the unit. Based off the visual inspection and testing the engineer was unable verify the reported defect. Since no leakage and no physical/mechanical damage was observed a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter wouldn't properly connect to the "lily" extension tubing, resulting in leakage during use. The following information was provided by the initial reporter: "when attaching the catheter hub to the "lily" extension tube, these two devices couldn't be securely connected which resulted in leakage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter wouldn't properly connect to the "lily" extension tubing, resulting in leakage during use. The following information was provided by the initial reporter: "when attaching the catheter hub to the "lily" extension tube, these two devices couldn't be securely connected which resulted in leakage."